Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the death certificate will be available in two weeks; however, the cause of death might be prostate cancer. The customer's blood glucose at the time of death was above 600 mg/dl. The customer's last recorded blood glucose value was on (B)(6) 2016. The customer was wearing the insulin pump at the time of death. The caller stated that the customer might have had diabetic ketoacidosis. The customer did not use sensors. The caller stated that they no longer have the customer's insulin pump. The caller agreed to call back if the insulin pump is found.